Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was a 20ga x 0.75¿ powerloc safety infusion sets with y-site. Light usage residues were observed throughout the sample and the safety mechanism was engaged. Microscopic inspection of the proximal luer adapter revealed abundant superficial stress fracturing throughout the threaded region. A complete fracture was observed near the finger tabs, opposite the gate marks from the molding process. It appeared that over-tightening of the injection cap may have contributed to the observed damage; however, the abundant superficial stress fracturing and complete split suggested that an unidentified environmental factor(s) affected the mechanical properties of the luer material. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported the rare disease oncology department identified leakage from safety-type port needles. Was identified on november 17, occurring on the second day of infusion. Addressed by removing and replacing the needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.